Manufacturer narrative:
Event date: the event occurred on an unknown date. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an ultra set continuous ambulatory peritoneal dialysis (capd) disposable disconnect y-set disconnected from the pd transfer set which resulted in a leak. The disconnection occurred during the draining process step of pd therapy. The registered nurse (rn) further described the event and stated that the y-set was easily over tightened when connected to the transfer set and would become loose before disconnecting. The patient received prophylactic antibiotic and the transfer set was replaced due to contamination; however, there were no issues reported with the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.